Event description:
It was reported to medtronic minimed that the customer experienced the screen was partially black. And no administration of insulin. The customer reported no adverse event. The event involved product(s) mmt-754wws. Customer reported a frozen display. Customer called back after replacing battery. Frozen display continued. No harm requiring medical intervention was reported. Mmt-754wws was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No frozen screen noted. Unit received with missing segment/partial display anomaly. Unable to perform operating currents, rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test and verify no delivery alarms due to missing segment/partial display. Pump history download using thds was successful. However, there is no alarm anomaly on event date. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Swapping out test boards confirms missing segment/partial display, problem isolated to lcd board. The test reservoir locked in place properly and no anomaly noted. The following were noted during visual inspection: scratched case, cracked battery tube threads, stained address/serial number label and stained end cap sticker. No frozen screen noted. Unable to verify no delivery alarms due to missing segment/partial display. Unit received missing segment/partial display; problem isolated to lcd board confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.